Event description:
The user facility reported that a hose disconnected from the system 1e processor causing water to leak onto the floor where the unit was located, approximately 2-3 gallons. No injury, procedural delays, cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the system 1e unit and found that the user facility had reinstalled the hose and ferrule onto the barb fitting at the carbon filter inlet connection. The technician replaced the hose, ran test cycles, confirmed the unit was operational and returned it to service. The technician found the pressure pump was set at 74 psi and adjusted it with steris' specification of 50-60 psi as stated in the equipment operator manual. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).